Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/right appears folded.'), uterine perforation ('migration/uterus perforation'), seizure ('seizures') and cerebrovascular accident ('strokes') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included balance disorder, vision abnormal and weakness. Concomitant products included cyclobenzaprine, gabapentin, loratadine, naratriptan, paracetamol (acetaminophen), promethazine, promethazine hydrochloride (promethegan), salbutamol sulfate (proair hfa), salbutamol sulfate (ventolin hfa), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 20 days after insertion of essure. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine"), headache ("headaches"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and nervous system disorder ("nuero condit/prob"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, seizure, pelvic pain, abdominal pain, back pain, migraine, headache, weight increased, nervous system disorder and fatigue had not resolved, the cerebrovascular accident, dyspareunia and depression was resolving and the vaginal infection, cystitis, urinary tract infection and nausea outcome was unknown. The reporter considered abdominal pain, back pain, cerebrovascular accident, cystitis, depression, device breakage, dyspareunia, fatigue, headache, migraine, nausea, nervous system disorder, pelvic pain, seizure, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, breakage, migration/uterus perforation, migraine, headaches, weight gain, seizures, nuero condit/problems and fatigue. Current weight 200 lbs. Us with confirmed essure - right appears folded. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, seizure, mood swings. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: visual changes, imbalance, weakness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs and mr received. Reporter information, concomitant drugs, medical history added. Events: infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition: depression, nausea added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/uterus perforation'), seizure ('seizures') and cerebrovascular accident ('strokes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neuro condit/prob") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, seizure, cerebrovascular accident, pelvic pain, abdominal pain, back pain, dyspareunia, migraine, headache, weight increased, nervous system disorder and fatigue had not resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, device breakage, dyspareunia, fatigue, headache, migraine, nervous system disorder, pelvic pain, seizure, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, breakage, migration/uterus perforation, migraine, headaches, weight gain, seizures, neuro condit/problems and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/uterus perforation'), seizure ('seizures') and cerebrovascular accident ('strokes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, seizure, cerebrovascular accident, pelvic pain, abdominal pain, back pain, dyspareunia, migraine, headache, weight increased, nervous system disorder and fatigue had not resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, device breakage, dyspareunia, fatigue, headache, migraine, nervous system disorder, pelvic pain, seizure, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, breakage, migration/uterus perforation, migraine, headaches, weight gain, seizures, nuero condit/problems and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of explant added. Event injury was updated to chronic pelvic pain. Following events were added: breakage, migration/uterus perforation, seizures, strokes, abdominal pain, back pain, dyspareunia (painful sexual intercourse), migraine, headaches, weight gain, neuro condit/prob, fatigue and she did not underwent essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.